Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2007, patient reported progressive left lower extremity weakness, numbness. On (B)(6) 2007, patient underwent MRI of cervical spine, thoracic spine and lumbar spine with IV contrast. Impression: there is a large extruded disk lateralizing to the right of the midline at c2-c3 causing compression of the cervical spinal cord with some early myelomalacia change at that level. There is evidence of a small disk herniation lateralizing to the right at c6-c7. There is a small disk herniation lateralizing to the left at t9-t8 without spinal , cord compression. There are no abnormal signal changes in the thoracic spinal cord. There is no herniated lumbar disk acquired lumbar spinal canal stenosis. The conus medullaris is normal in position and not compromised. The visualized cauda equina nerve roots are satisfactory. On (B)(6) 2007, patient underwent following procedure: posterior cervical decompressive laminectomy c2,c3, c4, c5, c6, c7 with decompression of spinal canal and spinal nerve roots. Posterior cervical arthrodesis c2 through c7. Posterior cervical segmental instrumentation c3 through c7 with stryker lateral mass screws. Application of allograft, bone graft harvest from morselized bone graft; for a pre-op diagnosis: cervical stenosis. Cervical spondylosis with myelopathy. Cervical disk disorder with myelopathy. Herniated cervical disk c3. Per-op notes: a decompressive laminectomy was performed from c2 through c7. Great care was taken to avoid any downward pressure on the spinal cord. The ligamentum llavum was resected free as well. The laminectomy was widened and examined, making sure that the thecal sac as well the nerve roots were completely decompressed from c2 through c7 bilaterally. Next, lateral mass screws were placed at c2 through c7. The appropriate rods and connectors were placed. I irrigated with antibiotic irrigation. I decorticated the posterior bony surfaces. Morselized cancellous bone graft combined with rhbmp-2 for the arthrodesis was used. Intraoperative x-ray and confirmed satisfactory placement of the hardware. A drain was left in the epidural space and brought out through a separate stab incision. The incision was then closed in layers. Sterile dressing was applied. A cervical collar was applied. The patient was carefully removed from the operating table. There were no complications. On (B)(6) 2007, patient underwent MRI of cervical spine without contrast. Impression: status post laminectomy c2 to c7, there is, at the c2-c3 level, a large focus of disk protrusion which is compressing the anterolateral margin on the right as well as exiting the right second foraminal canal. Mild degenerative changes of the facet joints is present with mild bulging anulus at the c4-c5 level. C5-c6 level reveals mild degenerative changes. C6-c7 level reveals mild bulging anulus with associated degenerative changes, ild encroachment on the right paracentral portion of the sac and origin of the 6th foraminal canal. There is large disk protrusion and/or osteophyte change at the c7-t1 level on the right, compressing the thecal sac and origin of the exiting nerve root. On (B)(6) 2007, patient presented for follow-up. Patient reported neck pain. On (B)(6) 2007, patient underwent x-ray of cervical spine. On (B)(6) 2007, patient presented for follow-up. Patient reported neck pain. X-rays showed satisfactory progression of fusion, hardware was intact and were no complicating factors. On (B)(6) 2008, patient underwent x-ray of cervical spine. Impression: post-operative cervical spine. On (B)(6) 2008, patient presented for follow-up. Patient reported neck pain. X-rays showed satisfactory progression of fusion, hardware was intact and were no complicating factors. On (B)(6) 2008, patient underwent x-ray of cervical spine. Impression: unchanged appearance of spine. On (B)(6) 2008, patient presented for follow-up. Patient reported neck pain. X-rays showed satisfactory progression of fusion, hardware was intact and were no complicating factors. On (B)(6) 2008, patient presented for follow-up. Patient reported neck pain. X-rays showed satisfactory progression of fusion, hardware was intact and were no complicating factors. On (B)(6) 2008, patient presented for follow-up. Patient reported neck pain. X-rays showed satisfactory progression of fusion, hardware was intact and were no complicating factors. On (B)(6) 2010, patient underwent CT of lumbar spine . Impression: at l4-5 there is a left paracentral disc bulge/protrusion that causes moderate degree of central canal stenosis and left neural foraminal narrowing. On (B)(6) 2011, patient underwent CT of cervical spine. Impression: post-operative and degenerative changes. The posterior longitudinal ligament appears at least partially calcified. Central canal encroachment from spondylosis and a disc osteophyte complex is most prominent at c6-c7. Foraminal encroachment: from spondylosis is most prominent at c7-t1. On (B)(6) 2011, patient presented for follow-up. Patient reported neck pain and back pain. On (B)(6) 2011, patient underwent CT scan of cervical spine. Impression: there is no evidence to indicate significant neural foraminal encroachment, however there is evidence to suggest at least a degree of myelomalacia in the mid to lower cervical spine. Patient underwent complete myelogram. Impression: there are 2 defects noted in the lumbar region on the left, one is at l2-l3, the other is l4-l5 with poor tilling of the exiting nerve root sleeves at both of those levels. There is also evidence of an anterolateral defect upon the column of contrast at t9-t10 on the left. In the cervical region there is a minimal defect seen at c4-c5. CT scan of lower thoracic and entire lumbar spine from t7-t8 through l5-s1 with intrathecal contrast following myelography. Impression: there is evidence of lateral recess, stenosis at l2-l3 and l4-l5 on the left. There is also compromise of the cord to an extent at t9-t10 due to a bulge/herniated disc which is at or near the apex of the scoliotic curvature. On (B)(6) 2012, patient reported neck pain radiating into arms with numbness and tingling, back pain which radiates into left leg, weakness in both legs and pain bothers him more during night. Myelogram and post myelogram CT scan of the cervical and lumbar spine dated (B)(6) 2011 showed laminectomy from c2-c7 with lateral mass instrumentation. There is solid bony fusion through the facets bilaterally. There is a widely patient spinal canal through the area of laminectomy. The c1-2 segment appears well preserved; the c7-t1 segment is also well preserved. The lumbar portion of the study is not overly remarkable. There is some slight spondylosis at l4-5 with a little neuroforaminal narrowing on the left. On (B)(6) 2011, patient presented for follow-up. Patient reported neck pain, and pain in lumbar and thoracic spine. On (B)(6) 2012, patient underwent x-ray of cervical spine. Impression: status post pcdf c2 through c7 with intact hardware. No motion is demonstrated in either flexion or extension. Patient underwent x-ray of lumbar spine. Patient underwent x-ray of sacroiliac joint. On (B)(6) 2012, patient presented for follow-up. Patient reported neck pain, back pain, headache and dizziness. On (B)(6) 2012, patient presented for follow-up. Patient reported neck pain, back pain, headache, less sleep, numbness in left and right leg and dizziness. On (B)(6) 2012, patient presented for follow-up. Patient reported neck pain, back pain, headache, numbness in left and right leg and dizziness. On (B)(6) 2012, patient presented for follow-up. Patient reported neck pain, back pain, headache, numbness in left and right leg and dizziness. On (B)(6) 2012, patient presented for follow-up. Patient reported neck pain, back pain, less sleep, numbness in left and right leg. On (B)(6) 2013, patient presented for follow-up. Patient reported neck pain, back pain, headache, numbness in left and right leg and dizziness. On (B)(6) 2013, patient underwent CT of cervical spine, CT of lumbar spine and x-ray myelogram of entire spinal canal. Impression: there are post surgical changes from c2-c7 and metallic plates and screws from c2 up to t1. There is no spinal stenosis nor any herniated nucleus polpusos. There is a small bony spur on right side at this level of c2-3 level. There is a small bony spur on left side at level t9-10. There is a mild bulge of annulus fibrosis at t10-11 and t11-12. In lumbar region there is mild bulge of the annulus fibrosis at l1-2 and l2-3 and mild to moderate bulge of the annulus fibrosis at l4-5 level. On (B)(6) 2013, patient presented for follow-up. Patient reported neck pain, back pain, numbness in left and right leg. On 07/08/2013, patient presented for follow-up. Patient reported neck pain, back pain, numbness in left and right leg . On (B)(6) 2013, patient underwent following procedure: decompression ,l4-5 on the left with discectomy, forminotomy and osteophytectomy, l4-5; posterior fusion l3-s1; microsurgery, microdissection; computer assisted volumentric planning with intraoperative CT; allograft; fluoroscopy; intraoperative monitoring of ssep and emg; for a pre-op diagnosis of l4-5 stenosis; disc degenerative disease and lumbar stenosis. No complications were reported during the procedure. On (B)(6) 2012, patient underwent x-ray of lumbar spine. Impression: minor degenerative changes are seen. On (B)(6) 2013, patient underwent CT of lumbar spine. Impression: diffuse disc bulging and ligament flava hypertrophy with previous evidence of left laminectomy change and multiple bony or calcified fragments at the surgical site as well as ligamenta flava causing moderate to advanced degree of central spinal stenosis and bilateral neural foraminal compromise.